Event description:
It was reported that during a pta treatment procedure, the ultra-thin sds balloon dilatation catheter ruptured and portions of the device remain in the patient's body. The ultra-thin sds/8-4/5.3/75 balloon was being used to predilate the left common iliac lesion prior to stent placement. The physician attempted to inflate the balloon, but determined that it had ruptured. Upon removing the balloon, he realized that the distal 30 mm of the balloon and catheter were missing from the device. He was able to find the distal markerband inside of the sheath, but was unable to locate the remaining pieces despite performing 3-4 additional angiograms. The physician successfully completed the procedure with a bard conquest balloon. The patient's condition was reported as "stable" at this time. The physician will reassess the patient in three weeks.